Event description:
An article was published titled, 'smile and icl implantation on the ocular surface and meibomian glands in patients with postoperative myopia'. This was a prospective cohort study comparing the effects of icl implantation with smile surgery on the ocular surface and meibomian glands in myopic patients, with a follow up period of up to three months. Sixty seven eyes of sixty seven patients were randomly enrolled into the study. As per the article, the exclusion criteria included 'those who developed postoperative complications such as inappropriate rotation of the intraocular lens requiring a secondary surgery'. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
D4- expiration date: unk d6a-implant date: unk h4- device manufacture date: unk h6- health effect- impact code (f): secondary surgical intervention (unspecified). Manufacturer narrative - secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as aknown potential adverse event following icl implantation. Claim # (B)(4).